Manufacturer narrative:
A2 - patient age: correction d4 - UDI: correction manufacturer's investigation conclusion: the reported malposition of the inflow cannula could not be confirmed through this evaluation. It was reported that the inflow malposition was confirmed via a computed tomography (CT) scan on (B)(6) 2024. The malposition was treated with adequate fluid intake. The patient was currently stable at home. The patient remains ongoing on hmii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that malposition of the inflow cannula was confirmed via a computed tomography (CT) scan on (B)(6)2024. The patient was treated with adequate fluid intake. The fluid intake resolved the event and the patient was stable at home.